Event description:
Report rec'd via annual tracking report that pt developed mycoplasma fortuitum infection, and the device was explanted. No device was returned to MFR for analysis. No further information is available.